Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not stored the sensors according to manufacture recommendations. Reportedly, the patient did not make sure the transmitter was snapped into the sensor pod. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: if stored outside of 36° f-77° f, your sensor glucose readings may not be accurate, resulting in you missing a severe low or high glucose event. Labeling indicates: make sure transmitter is snapped into sensor pod.